Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a cadd cassette reservoir was alarming "no disposable, clamp tubing" during use. It was reported that troubleshooting was successful, the end user detached and reattached the cassette which resolved the alarming. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The sample didn't present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing was performed, and the sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. The complaint is not confirmed. (Updated h6). The reporter was incorrectly documented, in the initial report. (Updated g3) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.